Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two cre wireguided dilatation balloons used during the same procedure. This report pertains to the first device, and manufacturer report# 3005099803-2015-03443 pertains to the second device. It was reported to boston scientific corporation that two cre wireguided dilatation balloons were used during a bronchoscopy procedure performed in the lungs on (B)(6) 2015. According to the complainant, during the procedure, the catheter was kinked, and it made it very difficult to inflate and deflate the balloon. A second cre wireguided balloon was used but was also kinked and had difficulty when trying to deflate the balloon. The procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be fine.